Manufacturer narrative:
H3: product analysis found that, the device and an open pouch were returned in a plastic bag. The pouch was open from 3 of 4 sides when returned. Upon return, the traces of contamination were observed on the outer tube and the proximal end of the inner shaft. It was also observed that the middle tube spiral wrap was broken and that the middle tube tip was missing/broken off. The returned blade was compared with reference blade, and it was confirmed the returned blade had missing tip. Furthermore, it was observed that the seal was dislodged from its place and was located between the inner and the outer hub. The inner assembly spun by hand, however, when middle assembly spun by hand, the inner shaft tip was rotating (middle tube tip was missing). The device was able to load into a handpiece but unable to spin properly. The device failed functional testing due to damaged condition upon return and the inability to spin properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the transphenoidal surgery, the head of the rad40 was stuck and wouldn't turn. There was a delay of less than 10 mintues for the procedure, the blade was intact, the procedure was completed with the same handpiece but a different blade. There was no patient injury.

Manufacturer narrative:
H6: the previously applied fdc d16 code is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the transphenoidal surgery, the head of the rad40 was stuck and wouldn't turn. There was a delay of less than 10 mintues for the procedure, the procedure was completed with the same handpiece but a different blade. There was no patient injury. As per the analysis of the blade, it was found the blade was not intact.